Event description:
It was reported that the iab was inserted postoperatively into the pt. Shortly after insertion, blood was noted entering the repositioning sleeve. The iab was removed and replaced without any complications.